Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an extensive testing of the 980 ventilator, multiple issues were found regarding the accuracy of ventilation. Per the customer, ¿the pb980 does not accurately deliver the programmed ventilation¿ and ¿the pb980 does not accurately report the delivered ventilation.¿ the ventilator was not in use on a patient at the time of the reported event.